Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to reset the pump, resolving the error, and was advised to wait 20 minutes before starting a sensor session, which the caller understood and acknowledged.